Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The surgeon was performing a posterior lumbar interbody fusion (plif) at l4-l5 using a 7mm graftcage. Based on information provided by the sales agent present at the surgery, the surgeon attempted to turn/position the implant using the inserter instrument instead of the tamping instrument, which is designed and labeled for this purpose, and the cage reportedly broke into three pieces. Surgeon was able to remove two of the three pieces, but it was reported that one piece (approximately 5mm in size) remained inside the patient. Another graftcage of the same size (7mm) was implanted without incident or injury to the patient. As of (B)(6) 2010, there has been no report of any adverse patient outcome. The broken implant was not returned to osteotech for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to fire device due to a defective button. Could not test to see if the lancet retracted.